Event description:
Customer's mother reported customer's insulin pump alarmed motor error while customer was at school. Customer treated with manual injections. Customer's blood glucose was 560 mg/dl. The alarmed occurred during a bolus delivery. . The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. The device makes a strange grinding noise during the rewind. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.